Event description:
It was reported that during a surgical procedure at the user facility the sonopet universal handpiece was heating up at the angle. The procedure was completed successfully without delay; no adverse consequences or medical intervention were reported.